Event description:
Implant was placed on 2/21/92. Pt called describing chronic sinusitis and was under care of e.n.t. For approx 3 months. During these symptoms, not before, she began to feel looseness in her implants. Exam revealed that they had all began infected. One was removed on 7/3/96.